Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the inner seal disassociated from the trocar and was pushed down into the tissue plain space. The component was retrieved using graspers and a new trocar was used to resolve the issue and proceed with the case. There was no patient injury.